Manufacturer narrative:
The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed that the adhesive part of the objective lens was peeled off due to deterioration caused by combined stress such as mechanical stress interfered with treatment tools and chemical attack.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the adhesive part of the objective lens was peeled off. There was no report of patient injury associated with the event.